Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "high" blood glucose level on the continuous glucose monitor with trace ketones. Tandem customer technical support (cts) identified an incomplete load alert prior to the event. The customer acknowledged that they had initiated the load sequence but had not completed the load process, resulting in the elevated bg. Customer completed the load process and addressed the high bg with a bolus via the pump and resumed insulin delivery.